Event description:
Additional information for this case was received. The patient was admitted to hospital with urosepsis (blood cultures negative but urine positive) and treated with IV antibiotics. The patient had difficulty swallowing, developed aspiration pneumonia which was treated with IV antibiotics. A peg tube was placed. Patient's condition remained poor and deteriorating while in the hospital. Continued decline was managed with compassionate care measures only. The cause of death was pneumonia. The investigator assessed that neither the death nor the pneumonia were device or procedure related.

Event description:
An endurant stent graft and another manufacturer's stent graft were implanted in a patient for the endovascular treatment of a 57 mm diameter abdominal aortic aneurysm approximately 32 months ago. The aortic neck diameter was 24mm and distally it was 24 mm. The right iliac artery was moderately tortuous and the left iliac artery was mildly tortuous. Six days post implant, the patient presented with a urinary tract infection and was sent home with a prescription for antibiotics. Two days later, the patient returned to the hospital as the symptoms had worsened and was admitted. The patient was discharged six days later and was doing well. The investigator assessed the uti as not procedure or device related. It was reported that the patient expired approximately 23 months post implant. The investigator assessed this event as not device or procedure related; however, the cause of death is unknown. No further information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death, urinary tract infection).